Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that two weeks before this report, the pump was not delivering insulin due to which she experienced diabetic ketoacidosis and high blood glucose level reported to be over 600 mg/dl. The patient self-treated it with a pump. Subsequently, she was hospitalized and when the set was removed at the hospital, the cannula was found to be bent. Last infusion set was changed on the day of hospitalization. She stayed in the hospital for two days. The patient had not used the pump since hospitalization and had been treating with insulin pens. Patient's blood glucose level at the time of this report was 236 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.